Event description:
The following has been reported: reported to biomed with defective sticker. Biomed viewed multiple pump problem alarms in device history. No patient harm. Further investigation of the logs reveals that this is a software anomaly related to a pressure sensor max value fault was triggered after loading an admin set during control system startup check. When an lvp is first powered on, the clinical application (ca) will instruct the flow processor (fp) to load and execute the control system (cs) state machine control system startup check (cssc). When a valid set ID is detected by fp and confirmed by ca, ca instructs fp to unload cssc and load the infusion-delivery state machine closed loop feedback (clfb). However, the transition does not happen immediately - the fp instead goes into a "pending" state until a series of active valve (av) and variable resistor (vr) startup checks are completed before executing the clfb state machine. When the admin set is loaded right as the cssc is starting (case 1), or when a set was already loaded with the resistor not coupled and the flow dial at around 90 degrees (case 2), the air compressor could be running and charging the positive tank when the flow processor is entering the "pending" state. - in versions 5.2 and earlier of the software, the air compressor is not shut down when entering this state; - this results in the positive tank being charged while the av and vr checks are being completed; - this then leads to the positive tank pressure exceeding the 20-psi max-pressure threshold; - this results in a non-recoverable (fail-stop) pump problem alarm. The issue was resolved in version 5.8 of the software. No new complaints related to this failure mode have been reported since the software update. Fresenius kabi submitted a retrospective 806 package to the FDA communicating that the issue was addressed by the 5.8 sw version update; this was assigned recall# z-1283-2024. Fresenius kabi has also performed a retrospective review of complaints associated with this failure mode and has decided to submit an MDR submission as a conservative measure.